Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag system overheating / producing a burning smell, and an f3: flow below minimum alarm were not confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6), evaluated under MFR. Report # 2916596-2020-05086) and was reviewed. Events with a timestamp of the event date, (B)(6) 2020, were not observed throughout the data, as the earliest recorded timestamp was (B)(6) 2020 at 22:22. The console was not observed to be in patient use throughout the log file. Atypical alarms, including f3 alarms and alarms related to overheated conditions, were not observed throughout the log file. No notable events were observed. The returned centrimag motor (serial number (B)(6)) was tested under a work order on 04nov2020 alongside the returned centrimag console and a known working test flow probe. Atypical events were unable to be reproduced throughout all testing. A full functional checkout was performed, and the serviced unit was returned to the customer site after passing all tests per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including f3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report 2916596-2020-05086, 2916596-2020-05088. It was reported that the centrimag console overheated and required an urgent change out to a back up. The nurse reported the pump alarming low flow and it just stopped, there was a burning smell in the room. Nothing was kinked and flow was not being limited to the pump during this time. The site was able to switch it over to the back up controller and pump but then they also reported the flow probe not reading so they were required to switch that out afterwards.